Event description:
It was reported via phone call, that 911 was called and the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 787mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. The customer also received an unexpected restart alarm as well as a battery out limit alarm. It was also mentioned that the insulin pump was not delivering insulin. Troubleshooting was declined. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Pump received with the operating currents within specification. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. A water filled reservoir was used during testing. Pump was programmed with multiple boluses and monitored. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Pump was programmed with test minilink and the glucose sensor simulator. Pump communicated properly with glucose sensor simulator and displays the 100 mg/dl value properly on display graph. The pump was monitored and no unexpected sensor end, battery out limit, unexpected restart error, or auto off alarms occurred during testing. Pump received with case cracked at the display window corner, cracked lcd display window, minor scratched lcd window, and scratched reservoir tube window.